Event description:
Put upper and lower part of sensor together per instructions when went to pull sensor out of package to place on pt, it was found needle for sensor had come out therefore sensor was unusable.